Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited ec 1871. No patient involvement reported.

Manufacturer narrative:
Other text: one cadd legacy plus pump was returned for analysis due to error code 1871. A functional check was performed, and the customer's reported problem was confirmed. The pump was found to be displaying "1871" error code alarm message during the investigation. Found debris jammed in between the motor hub gear and the flat gear. The debris was removed to resolve the issue